Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that wear and tear damage due to customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the ultrasound gastrovideoscope exhibited a gap between acoustic lens adhesive and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.